Manufacturer narrative:
D.4. Other lot numbers include 4005103, 4096516 and 4031039. Other expiration dates include 2028-12-31, 2029-03-31 and 2029-01-31. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture dates are 2024-01-05, 2024-04-05 and 2024-01-31.

Event description:
It was reported that the bd syringe 5ml ll bns luer was cracked / damaged / deformed. The following information was provided by the initial reporter translated from italian to english: good afternoon, in addition to the non-compliance in question, we find ourselves again reporting the "crooked luer" in code 301027 syringes. The identification of the batch is difficult as several batches have been used in production, as follows: lotto sidam, supplier lot (bd): cf01529 , 400513; cf02167 , 4096516; cf02566 , 4031039; cf02739 , 4171421. The quantities rejected are (B)(4) pieces. We ask for feedback as soon as possible as the quantities of waste are considerable. Thank you. On (B)(4) 2024 during production, two issues were found during check on part number 301027, 5 ml syringe s/needle cone luer lock bulk. The first defect found concerns a line of ink below the measuring marks, as shown in the photo below (defect highlighted in red): the second defect found concerns the syringe luer, which is crooked, this defect in turn results in a further misalignment between the syringe/connector connection, see photo below: on 11/09/2024, job order (B)(4) we are reporting (B)(4) pieces of scrap for the ¿crooked luer¿. Lot identification is difficult as pit lots have been used in production, below are those involved:

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). - supplemental MDR - luer cracked / damaged / deformed. Twenty samples were provided to our quality team for investigation. All samples were received loose with the tip slightly bent; however, it does not interfere with the seating of a needle being attached. This does not affect form, fit or function, therefore acceptable per product specification. Since the condition observed are considered cosmetic and acceptable, no corrective actions are necessary at this time. Furthermore, a device history record review was completed for provided lot numbers 4005103, 4096516, 4031039 and 4171421. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.